Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The e216 error code was present during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd 3cmos auto-balanced camera head was producing an e216 error code during a laparoscopic intestinal resection procedure. According to the customer, the unit was inspected prior to use with no abnormalities noted. Reportedly, the procedure was completed without patient harm by changing over to another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e216 (scope communication error) occurred due to cable failure. The root cause of the cable failure could not be identified. Olympus will continue to monitor field performance for this device.